Event description:
It was reported that during a spine procedure at the user facility, the remb handswitch would not stay in the "safe" position and was found in the "run" position multiple times during the case when it had been placed into "safe" mode. The procedure was completed with the same handswitch with no delay and no adverse consequences to the patient or user, but the handswitch did cause the handpiece to run when they thought it was in "safe" mode while it was on the tray because it had slipped into "run."

Manufacturer narrative:
Degradation of handswitch due to autoclaving is known to contribute to the event. The handswitch is not a repairable device and will not be returned to the user facility.

Event description:
It was reported that during a spine procedure at the user facility, the remb handswitch would not stay in the "safe" position and was found in the "run" position multiple times during the case when it had been placed into "safe" mode. The procedure was completed with the same handswitch with no delay and no adverse consequences to the patient or user, but the handswitch did cause the handpiece to run when they thought it was in "safe" mode while it was on the tray because it had slipped into "run."